Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced because of increased thresholds. On october 4, cpi received additional information that visual damage was observed to the is-1 terminal section, so the lead was also replaced.